Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's left hip was revised due to a medial calcar fracture sustained when patient sat down on her bed.